Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the qc results are within the specified ranges. The preanalytical data states that the temperature at which the patient sample was centrifuged was 15 °c. The recommended centrifugation temperature is 18 - 25°c. The cold temperature centrifugation conditions may lead to suboptimal gel formation or incomplete separation of the blood components. The alarm trace contains an acceptable number of sample-related alarms. The photo image of the reported patient sample shows fibrin strands in the separation gel and serum. The sample foam detection image of the reported patient sample shows tiny particles submerged in the serum, consistent with the fibrin strand. The investigation determined the event was consistent with a suboptimal sample quality. A general reagent problem was not present because the qcs before the event were within the specified ranges, and non-systematic, irreproducible results do not represent a general malfunction of the assay. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 0.0341 ug/l. The repeat result was 0.00751 ug/l. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.